Event description:
It was reported that the patient presented to the hospital for unrelated device reasons. Upon interrogation the right ventricular lead, exhibited a sensing anomaly and unacceptable thresholds. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).